Event description:
Customer's meter allegedly powering off while testing. The customer felt symptoms of shakiness, hunger and irritable. They did not take any medication (s) for diabetes. There was no evidence of an adverse event, based on the information provided. The customer contacted medical professional for advice. The customer service representative tried troubleshooting and the meter did not start. The meter was replaced due to unresolved issue.